Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The test p-cap and reservoir does lock in place in the reservoir compartment. Device was also returned for pump error 3, pump error 53 and pump error 54 on a related svn. History file analysis confirmed pump error 3 followed by pump error 53 and pump error 54 due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several no delivery alarm. Customer blood glucose reading was 165 mg/dl . Troubleshoot was performed. Customer have not tried all remedies. The insulin pump will be returned for analysis.